Event description:
It was reported that the customer is in the hospital. Customer's father requested assistance with disconnecting the insulin pump because she was going to be treated with insulin drip. Customer was in the hospital because she had developed a kidney infection and that caused her blood glucose to go high and slightly into diabetic ketoacidosis. Customer's father does not believe that it is due to the insulin pump and declined to troubleshoot. Blood glucose value was 514 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.